Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 143 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed during call on 08/14/2015 produced test results of 154 mg/dl and 161 mg/dl. Blood test performed fasting on (B)(6) 2015 produced result of 205 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 143 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed during call on (B)(6) 2015 produced test results of 154 mg/dl and 161 mg/dl. Blood test performed fasting on (B)(6) 2015 produced result of 205 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:133mg/dl, (B)(6) 2015, 09:24am. 2:120mg/dl, (B)(6) 2015, 09:41am. 3:112mg/dl, (B)(6) 2015, 11:10am. 4:82mg/dl, (B)(6) 2015, 01:48pm. 5:139mg/dl, (B)(6) 2015, 11:00am. Adverse event not reported.